Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Does the device continue activating when the activation button us not pressed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a lap. Hernia scar procedure the surgeon could not open the jaws of the harmonic. The device had continued to activate. When they extracted the harmonic, the ¿insulation¿ from the jaws fell off. This happened when the harmonic was outside of the patient. There were no known consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. Investigation summary: the analysis results found that the device was received with the tissue pad detached returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition the black coating of the blade was damaged. No issues were noted with opening and closing of the jaws. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.